Manufacturer narrative:
Corrected information: upon further review of the event, it was determined that the reported incident did not constitute a serious injury that could cause a debilitating condition and no medical or surgical intervention were performed. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2024-0002538. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of symptoms similar to waxy vision after intraocular lens (iol) implantation although the patient had visual acuity. No patient injury was reported. No medical intervention was required. No further information was provided.